Event description:
The initial reporter stated they received false positive results for an unspecified number of patient samples tested with elecsys toxo igm on cobas 6000 e601 module serial number (B)(4). The customer stated they have been receiving a higher number of false positive patient results with reagent lot 671949. No specific patient data was provided. It was asked, but it is not known if any questionable results were reported outside of the laboratory.

Manufacturer narrative:
Phone number was provided as (B)(6).

Manufacturer narrative:
Patient sample material was requested for investigation but was not provided. Investigations have confirmed a lower specificity for elecsys toxo igm reagent lots 671956 and 671949 compared to previous lot 652164, showing an increase of approx.1.2 % in the amount of reactive elecsys toxo igm results. The determined specificity of the affected lot was lower compared with the specificity claims in the method sheet, however, it was within the lower confidence limits of the labeled method comparison studies. The reagent was determined to be performing within specifications.